Event description:
It was reported that during a colonoscopy and polypectomy, due to the insufficient sharpness of the biopsy cup, the mucosa was torn, resulting in bleeding that required hemostasis with a clip. The procedure was completed with the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information :h4 based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.